Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. It was also received with cracked case at display window corners, scratched display window and missing end cap sticker. No unexpected bolus delivery noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose at the time of the incident was 326 mg/dl; would treat with manual injection. She stated that the device was not exposed to moisture and was unsure if an a button was pressed for 3 minutes or longer. The device was returned for analysis.